Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device history records review revealed that the measurable dimensions of the returned drill bit were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Based on the provided details we are not able to determine the exact cause of this occurrence. It is clearly visible though that the cutting edges are damaged. This makes it seem likely that the drill bit must have come in contact with metal (either with the guide wire or even with the drill guide). A manufacturing related condition can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a scaphoid open reduction internal fixation cannulated drill bit tip broke off and part was left in the patient's bone. Surgeon used a second drill in set to complete procedure, the delay was less than approximately five minutes. No adverse harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classifications: hsz, gff, gfa. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.